Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission: 06/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2016 with the following findings: a review of the black box data showed a loss of prime warning with low non-zero force. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the battery compartment was cracked. The contrast button was intermittently unresponsive during testing. The keypad cover was opened and contamination was found on the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.